Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose (bg) level was 355 mg/dl. The customer indicated they would call their diabetes educator to discuss how to deal with their high bgs.

Manufacturer narrative:
Additional lot#: m014297. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.